Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A livanova field service representative discussed the event with the user over the phone and advised checking the fuse on the erc. The issue persisted and the customer elected to swap out the erc and contact a third-party service provider for a repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 erc tubing clamp displayed an error message on the control panel of the pump during a case. The erc was reportedly found to be non-functional following the procedure. There was no report of patient injury.